Event description:
It was reported that during a xia 3 surgery the blocker came loose. It was replaced with another blocker and the surgery was finished.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the returned device was confirmed to be a xia 3 titanium blocker, catalog # 48230000, lot #kxt. Manufacturing records were reviewed for the lot # kxt and no related nonconformities were identified during production. All units passed inspection and met stryker specifications. The returned blocker was inspected and two slight dents were identified. The dents were, asymmetrical and located only on one side of the blocker, suggesting unequal load applied to each side of the blocker. The dents were located on one side of the blocker base. This is possibly due to the rod not being seated completely perpendicular to the tulip, which may have caused the rod to significantly impact only one end of the blocker. The blocker was successfully threaded into a xia 3 titanium poly axial screw and unthreaded without issue. Conclusion: however, because only the blocker was retuned for evaluation it cannot be determined if any of the stated explanations were the likely cause of the event. The related rod remains implanted in the patient and is unavailable for evaluation.

Event description:
It was reported that during a xia 3 surgery the blocker came loose. It was replaced with another blocker and the surgery was finished.